Event description:
The customer reported a filament power regulator error. The system failed during case, case was completed. No pt injury was reported.

Manufacturer narrative:
The service rep ordered and replaced generator batteries. System fluoros without filament or charger errors at this time.